Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient fell the day before yesterday and hit head. They are not sure if they interrupted wiring between the patient and cannot feel it and cannot programmer to turn. They cannot feel the lead wires where the glasses hit and cannot remember if they felt the lead before. They mentioned no side effects on left side and some on right side. They cannot remember when the side effects started on that side. They were seeing on and ok on both sides. No further complications were reported or anticipated with this event.